Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button is intermittently unresponsive. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed that the contrast and up arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the keypad issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.